Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient touching or picking the wound and not prescribing antibiotics pre-operatively have been ruled out. However, the patient has diabetes. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound has been slow to heal and there are still scabs over the incisions. There is concern for possible metal allergy. However, this has not been confirmed. Antibiotics were prescribed and the patient was referred to plastics for observation.